Manufacturer narrative:
One device was received for evaluation. Visual inspection found a crack in the carriage. Functional testing was able to duplicate the reported problem. It was determined that the main printed circuit board (pcb) was the root cause and was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device kept getting the force sensor alarm. There was unknown patient involvement.